Manufacturer narrative:
The user experienced hypoglycemia requiring emergency room evaluation following a period of prolonged hyperglycemia while using the ilet system. Review of the reported information indicates the user experienced multiple occlusion alerts during sustained hyperglycemia, dismissed the alerts, and subsequently administered external insulin, after which hypoglycemia occurred. This sequence can result in acute hypoglycemia requiring medical evaluation and is consistent with the reported emergency room visit and treatment with oral glucose. At the time of this report, the relative contribution of infusion set performance versus user-administered insulin could not be conclusively determined. A follow-up MDR will be submitted if additional information becomes available or if evaluation of a returned device provides additional findings.

Event description:
On 11-dec-2025 it was reported that the user experienced hyperglycemia followed by hypoglycemia with blood glucose (bg) levels ranging from 401 mg/dl to 45 mg/dl following interruption of insulin delivery and subsequent insulin administration. The user was transported to the hospital by a caregiver where the user was evaluated in the emergency room for low blood glucose and treated with oral glucose and discharged the same day. No long-term health effects were reported.